Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose of 27mg/dl. Customer¿s low blood glucose was treated with food and customer¿s current blood glucose was 127mg/dl. Customer also reported that drive support cap was protruded. Customer advised to replace the pump and revert to backup plan which was medically prescribed. Insulin pump will be return for analysis.